Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial: (B)(4), description: linear 3-6 lead 70 cm. Model: sc-2366-50, serial: (B)(4), description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial: (B)(4), description: linear 3-6 lead 50 cm. A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the physician suspected the patients leads had migrated as she was being moved off the operating table following an initial implant procedure. Patient underwent a revision procedure the same day to move the leads and is receiving satisfactory stimulation post operatively.